Manufacturer narrative:
(B)(4). The customer reported it is unknown if the device will be returning. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, the following information was received: interventional procedure in the anterior tibialis.

Event description:
It was reported that during an interventional procedure in an unspecified lesion, during device inflation to 8 atmospheres (atm), a leak was noted in the proximal portion of the dilatation catheter. The device was removed without issue and a 3.0x100mm fox sv balloon dilatation catheter was used to successfully complete the procedure. There was no report of adverse patient effect or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported hub leak. The root cause of the hub leakage was identified as variation in shrinkage of the adhesive material during the bonding process. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records based on an expanded investigation, a product issue related to inflation difficulty associated with leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.